Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. After clearing the diagnostics, normal device function resumed. The patient was fine.

Manufacturer narrative:
(B)(4).